Manufacturer narrative:
(B)(4). (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture diagnosed by MRI. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken in the device assessed, as unidentified (tear) opening (shell thickness was within specification). And missing piece of the shell assessed, as to inconclusive. Additional observations: no other observations are observed. No further actions are required, as the device was implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6

Event description:
Explanting physician reported rupture diagnosed by MRI. The device has been explanted and replaced. This record relates to the right side.